Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular channel. The physician believes the noise was the cause of detected ventricular fibrillation and was planning to analyze the electrogram. The physician suspected oversensing of myopotentials or a lead fracture. No adverse patient symptoms were reported.